Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system had exhibited low out of range right atrial (ra) lead impedance measurements below 200 ohms and noise. This ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system had exhibited low out of range right atrial (ra) lead impedance measurements below 200 ohms and noise. This ICD system remains in service. No adverse patient effects were reported.